Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "one fixation pin felt stuck while trying to remove it from the plate. When it came out, it was broken."

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. A device inspection was not possible since the affected device was not returned, and no other evidences were provided for investigation. The batch record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. However, based on past complaints history the most probable root cause could be, but not limited to: overtightening of the pin. The instructions for use clearly cautions the user: ¿caution: fixation pin should not be over-tightened by joystick (finger tighten only). Over-tightening will compromise the integrity of the fixation pin, resulting in possible breakage or deformation of the fixation pin, and lead to aiming block assembly/disassembly failures.¿ if the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "one fixation pin felt stuck while trying to remove it from the plate. When it came out, it was broken."